Event description:
It was reported that the patient underwent a robotic assisted laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the lights flashed on the motor drive unit and the cutting action was poor. Another handpiece was tried and the effect was the same. The procedure was completed using a different disposable and the same motor drive unit. There were no adverse patient consequences. The physician does not believe either device malfunctioned and attributes the issue to the tissue being very dense.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.